Event description:
The MFR received information alleging a ventilator was alarming. The device was not in patient use. The device has yet to be returned to the MFR for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.